Event description:
It was reported during a diagnostic laparoscopy two 355ld trocars would not arm when orange button was pressed. Two new 355ld trocars were used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking # 49797. Ees #.981267/j. Endopath dilating tip trocar: based on the information rec'd and functionality testing it was concluded that both instruments a & b failed to arm due to a skewed end cap weld.